Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have charring and localized melting on the bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument grips were not manually manipulated, and the instrument failed an electrical continuity test on 3 out of 3 attempts. A review of the procedure logs indicated that a monopolar instrument was used during this case. Additionally, the instrument was found to have a broken grip cable at the distal end. The complaint regarding the wire disconnected during surgery was confirmed by failure analysis. The probable root cause of thermal damage with an exposed electrode is attributed to inadvertent energy application from a monopolar instrument. The probable root cause of grip cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.